Event description:
A customer reported to beckman coulter that the coulter act diff hematology analyzer leaked a few drops of liquid from the probe following the instrument startup. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but has an exposure control plan at the facility. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) observed that the leak was coming from a clogged waste line. The fse cleaned the waste line with bleach, which removed clog and resolved the leak. The fse replaced the diluent reservoir filters as preventative maintenance. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).